Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra verioiq meter was displaying inaccurately high results compared to his back up meter. The complaint was classified based on the customer care advocate (cca) documentation. Prior to the start of the alleged issue, the patient reported having symptoms of "dizzy, shaky and lightheaded." On (B)(6) 2012 at 1:30pm, the patient reported obtaining a reading of "70mg/dl" on the lfs meter. The patient reported on (B)(6) 2012 at 1:32pm, he obtained readings of "33 and 35mg/dl" on his back up accu-chek meter. Based on statistical methodology, the calculated difference of the results exceeds the expected results of <=30% or <=30mg/dl. The patient reported using non adjusting novolog insulin, 12 units to manage his diabetes. The patient reported making no changes to his usual the patient reported in response to the alleged issue, he treated himself to something to eat or drink on (B)(6) 2012 at 1:35pm. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement and the patient was using an approved sample site to obtain the samples. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the alleged injury. However the patient performed a meter vs. Another meter comparison where the calculated difference of the results meets lfs' criteria for accuracy testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.